Event description:
Pt suffered several episodes of infection for weeks which cultured out to be klebesiella. The pt was treated with antibiotics, but developed a false aneurysm of the pulmonary valve. According to the site, there was an apparent disruption of the muscular skirt of the homograft. On 8/30/97, the pt had the valve explanted and replaced with a 12mm alt-pulmonary homograft.